Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with the blood glucose level. Customer¿s blood glucose value was low at around 40mg/dl earlier during breakfast to lunch and customer did not treat it. Customer¿s blood glucose value later was 600mg/dl and 588mg/dl. Customer gave a 5.0u bolus. Customer did not allege the pump for under delivering. Insulin pump will not be returned for analysis.